Event description:
It was reported that a boston scientific representative received an electrogram (egm) from a healthcare provider (hcp) and contacted boston scientific technical services (ts) for a review. Ts reviewed and indicated the device sensed a possible premature ventricular contraction (pvc), but it was in the blanking period, so the device paced. Ts speculated it was possible fusion. Ts reviewed stored episodes which showed deflections on the right ventricular (rv) channel with odd morphology compared to what they are used to seeing. In one episode, the deflection happened when rv aligned with the atrial pacing beat but occurs in the blanking period and the device paced. Ts suggested to the representative to review the episodes and indicated it is worth further investigation. The device was subsequently explanted and replaced for normal battery depletion and returned to boston scientific for analysis. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. A review of device memory found a shorted lead error (code 1004) had been recorded six days before the device was explanted and replaced for normal battery depletion. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse would have prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy.